Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device image was reviewed and the por was due to a component on the hybrid that timed out. The time out was due to excessive hv charging within a short period of time. The stored egms were also reviewed and indicated noise. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted with palpitations and shocks. A device interrogation showed the device was in backup vvi mode. The device was explanted and replaced. The patient was stable.